Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise with oversensing. This noise was present on all vectors and was able to be reproduced on the secondary and alternate vectors. X-rays were performed and showed a very tight bend of the electrode near the header. A lead revision was advised. It was decided to deactivate the therapy and system revision was performed. Eventually, the system was explanted and replaced. It was clarified that, during the explant procedure, this electrode was cut before removing. This system is expected to be returned for analysis. No further adverse patient effects were reported.